Event description:
On (B)(6) 2013 the reporter contacted animas alleging that the ¿pump will not calculate.¿ there was not additional information available for this complaint. Attempts to contact the reporter were made with no success. This complaint is being reported because the reported issue was unable to be resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.